Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one monopty disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared to be clean and the device was received in a condition where the arrow was in the ready window(i.e second rotational position). On functional evaluation, it was noted that the device did not self-activate. And it was noted that the device was able to be fully primed with no issues and the arrow was visible in the ready window. On functional testing, the device was cocked and fired into the chicken breast for 20 times with a total of 20 tests. All 20 samples were obtained with no issues. Therefore, the investigation for the reported self-activation is unconfirmed as the device was able to prime and fire properly with no issues. A definitive root cause for the alleged self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 02/2025), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy through normal tissue, the device allegedly self activated. A coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided breast biopsy through normal tissue, the device allegedly self activated. A coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2025).